Manufacturer narrative:
The complaint investigation for falsely elevated alinity I intact pth results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review. Trending review determined no related trend for the issue for the product. Testing was completed using retained samples of the complaint lots. Acceptance criteria were met, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I intact pth, lot number 00623l820, was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely increased alinity I intact pth results for several patients. There were complaints about patient results being elevated from several physicians. So, the customer sent some of their samples to another laboratory to compare the results on the other lab¿s alinity analyzer. The following data was provided: the customer¿s result was 55.0, other lab¿s result was 33.1 pg/ml the customer¿s result was 144.3, other lab¿s result was 107.0 pg/ml the customer¿s result was 82.1, other lab¿s result was 61.0 pg/ml. There was no impact to patient management reported.